Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown part/lot number cancellous screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported a patient was returned to the operating room on (B)(6) 2014 for a re-fracture of distal fibula due to a fall on ice. Patient had a prior distal fibula fracture on an unknown date which was treated with a synthes plate and 7 screws at an unknown hospital by an unknown surgeon. The original fracture was healed, and there was no broken hardware. The new fracture was located below the existing plate. Surgeon removed the 1/3 tubular plate, 6 cortical screws, and 1 cancellous screw, and revised to a new distal fibula plate and screws. There was no delay incurred in removing the old hardware, and the procedure was successfully completed. Implant date unknown. There was no surgery delay due to the reported event. This report is for 1 unknown part/lot number cancellous screw. This is report 3 of 3 for (B)(4).